Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no other incidents for the lot. All available information was investigated and the reported slda appears to be related to patient morphology/pathology and user technique/procedural circumstances of challenging visualization. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Event description:
This report is filed to report the single leaflet device attachment (slda). It was reported that on (B)(6) 2017, the patient with degenerative mitral regurgitation (mr), underwent a mitraclip procedure. Visualization was challenging due to the patient anatomy (large atrium); however, leaflet assessment was performed and was satisfactory. The clip was implanted and the gripper lines were removed. A second clip was advanced and was positioned; however, it was noted that the first clip had detached from the posterior leaflet and remained attached to the anterior leaflet (slda). No tissue damage was noted. Two additional clips were implanted and the mr was reduced from grade 4 to grade 2-3. No additional information was provided.